Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer had a prime/rewind anomaly. It was found insulin was squirting out during the prime process. Customer's blood glucose was 133 mg/dl. It was found the customer was not wearing the insulin pump while priming. Troubleshooting did not find any issues with the insulin pump. The caller declined to apply a new infusion set and continue with the troubleshoot. The caller declined to return the insulin pump for analysis.